Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-08301. It was reported that the patient with twiddler¿s syndrome was noted to have low sensing and impedance change on the right ventricular lead due to dislodgement, noted via x-ray. During procedure repositioning was unsuccessful because the helix could not be retracted. The lead was replaced. The right atrial lead was adjusted for slack. After repositioning attempt for the right atrial lead, the impedance readings were out of range and the conductor was found to have fractured through outer lumen. The lead was replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece with the helix fully extended and clogged with blood/tissue. Visual examination of the lead did not find any anomalies with the exceptions of damages outer insulation consistent with that occurring at the time of the procedure. X-ray examination of the lead found severely overtorque of the inner coil consistent with the procedural damage. After cleaning and by applying toque directly to the inner coil, the helix could be retracted and extended, and helix extension length met specification. Electrical testing performed found an indication of an internal short due to the inner coil shorted against the inside of the connector ring. The cause of the reported events of helix would not retract and out of range impedance were isolated to overtorqued of the inner coil. The cause of the reported event of ¿conductor was found to have fractured through outer lumen" was isolated to procedural damage to the outer insulation.